Event description:
It was reported that, one day after implant, the right ventricular (rv) lead showed a warning for impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv unipolar lead impedance warning on (B)(6) 2015 with a unipolar impedance measurement of 3192 ohms. Recent rv lead impedance measurement on (B)(6) 2015 of 513 ohms unipolar and 627 ohms bipolar were within normal range. (B)(4).